Event description:
In the year 2011 I had lasik surgery to correct my visual faults and it has ruined my life. Now I suffer from dry severe eye, low night vision, headaches, anxiety, depression, alterations with the pressure intraocular, blepharitis.